Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their external neurostimulator (ens) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported having issues with infections since her trial back in (B)(6) 2018. Pt stated she has been in and out of the hospital/ER a couple times. There were no further symptoms or complications reported or anticipate.